Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller reported they are trying to find information on the recalled device. Caller stated patient met with a manufacturer representative (rep) at the healthcare provider office and representative told her there is a recall on the device and they need to get the battery out. Caller stated the patient provided text messages between rep and herself from on (B)(6) 2023 the stimulator is faulty and need replacement. Caller stated patient leaves the implant off and they get electrical shocks constantly throughout the day. Caller stated they are trying to find information about the battery recall and cannot locate information. Caller stated she is attorney working to help patient get the ins replace and to provide information to the insurance company about the ins. Agent provided FDA site and mdt site information. Patient service reviewed there is no recall for the device. The issue was not resolved.